Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, missing end cap sticker, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked end cap and cracked battery tube threads.

Event description:
It was reported via phone call the reservoir compartment is damaged, and the top of the ring broke off. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.